Event description:
Pt experienced increased spasticity and itching due to underinfusion of drug. The hcp performed a dye study. The pump and catheter were replaced. The medication is being titrated up.